Event description:
It was reported the patient¿s device would not take a charge. It was noted the patient¿s device was replaced with a non-rechargable.

Manufacturer narrative:
Product ID; 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).